Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that while this patient was at the office of his electrophysiologist (ep), he experienced a seizure that was suspected to be an episode of ventricular fibrillation (vf). The device delivered anti-tachycardia pacing (atp) without a change in the arrhythmia. Next, a 21j shock was delivered and a shocking impedance measurement of 38 ohms was noted. Finally, a 41j shock was delivered, the rhythm broke briefly and then redetection occurred. External rescue was required. The patient is now in the intensive care unit (ICU) and on a respirator. Device interrogation revealed fault codes (fc) 1004 and 1006. The device and right ventricular (rv) lead were removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead segments noted the insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.